Event description:
It was reported the patient was not receiving effective therapy due to high impedances on one lead, and the other lead had migrated. The migration was confirmed via x-rays. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the leads were explanted and replaced to address the issue. Effective stimulation was restored.